Manufacturer narrative:
Analysis of pli# 10 product ID# 97712 found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was experiencing electrical surges with his implantable neurostimulator (ins) and the system was explanted. There were no contributing factors identified. There were no further complications reported or anticipated.